Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the root cause of the z6ms probe failure was investigated. The most probable cause of the issue was due to machining & electroplating debris, found on the transducer connector component, from the pcb manufacturing process. This issue will be monitored for any future action.

Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
It was reported that during patient planning and equipment testing for a transesophageal echocardiography (tee) procedure, the transducer probe failed to initialize. The transducer was replaced with a different but similar device to continue and complete the intended procedure. There was no need to repeat the study since the reported phenomenon occurred prior to the procedure. There was no patient or user injury reported. No additional information was provided.